Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician was attempting to use a protégé gps during procedure. It is reported that the stent delivery system (sds) had difficulty going over the wire. The physician reports experiencing friction 10-20cm from distal tip. After trying to manipulate the sds over the guidewire, the stent partially deployed. The stent was then removed. The physician decided to attempt to pass the stent through the sheath one more time. The stent was partially deployed in the sheath and deformed. There is no reported patient injury. Evaluation summary: the protege gps self-expanding peripheral stent system was received for evaluation without any ancillary devices or cine images from the procedure. The protege gps stent delivery system, (sds), was received with fluid in the stopcock tube, the safety locking pin was tight, the deployment handles were 78mm apart, and the stent was exposed with half a cell flowered. Using back lighting the stent was engaged with the retainer. The exposed stent was pulled over the distal end of the outer sheath and saline residue was present. A 10cc water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed: clear steady stream of fluid observed exiting the distal tip. A 10cc water filled syringe was attached to the stopcock luer lock and the annual spaces were flushed: clear fluid was observed exiting the distal end of the outer sheath. A 0.035in guidewire was loaded through the distal tip and transverse the length of the catheter with ease: no abnormal resistance was felt during the loading of the sds onto the guidewire. The stent, distal tip and retainer were examined; no abnormality or deformity was noted. The distal subassembly was cut off proximal to the retainer to allow examination to the stainless steel hypotube: two witness marks approximately 30mm and 32mm proximal to the distal end of the stainless steel hypotube. The witness marks are where the safety locking pin engages the hypotube.